Event description:
Meter would not power on. Meter had not powered on for over 1 month. Pt was able to test on her family member's meter occasionally during the time that her meter would not power on. She is taking an oral medication (type unk) and she continued taking it as prescribed. She recently contacted her physician to make an appointment because she had been feeling shaky, she had not yet visited the physician. The pt stated that at the time she felt dizzy her meter was working and her meter result was low. This occurred over 1 month ago. The pt recently attempted to change the battery and the meter still would not power on.